Manufacturer narrative:
Product event summary:the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed oversensing noise and an abrupt rise in pacing impedance to a high level. A lead fracture was confirmed. Additionally it was indicated that the implantable cardioverter defibrillator (ICD) rv lead noise discriminator had withheld therapy for some noise events, but not all. Resulting in the patient receiving multiple inappropriate shocks. The lead was extracted and replaced. The ICD remains in use. No further patient complications have been reported as a result of this event.